Event description:
When the catheter was connected to the cable, the contact force reading was not correct. The catheter was removed and a new catheter was used. The new catheter had correct contact force reading. The procedure was completed smoothly. No injury to the patient manufacturer response for nav c3 st f-j, biosense webster (per site reporter): catheter shows incorrect force data. Report has been called in by the company rep.